Event description:
It was reported that this rv lead was exhibiting high pacing thresholds. It was also reported that a perforation of the heart wall by this lead was identified. The lead was repositioned without complication, the patient was hospitalized and administered with intravenous antibiotics. The device remains in service. No further adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds. It was also reported that a perforation of the heart wall by this lead was identified. The lead was repositioned without complication, the patient was hospitalized and administered with intravenous antibiotics. The device remains in service. No further adverse effects were reported.